Manufacturer narrative:
(B)(6). This report is for one (1) unknown 5.0mm titanium locking screw. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant was an unknown date in (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to postoperative hypertrophic nonunion. The patient underwent the initial surgery on an unknown date on (B)(6) 2015 with implantation of a lateral femoral nail and screw to treat a mid-shaft fracture. It is unknown when the hypertrophic nonunion was discovered. During the (B)(6) 2017 revision surgery, the surgeon removed one (1) titanium lateral entry femoral nail and one (1) unknown 5.0mm titanium locking screw. The exact length of the 5.0mm locking screw that was explanted is unknown. The explanted devices were easily removed and were noted to be intact. The patient was revised to another titanium recon nail and locking screw. There were no surgical delays. The surgery was completed successfully and the patient is reported in stable condition. This report is for one (1) unknown 5.0mm titanium locking screw. This report is 2 of 2 for (B)(4).